Event description:
It was reported that there was a procedural complication and subsequent death with the patient after implanting an enterprise (cat/lot unk). The complication may have been the result of a formation of thrombus. Additional information has been requested.

Manufacturer narrative:
The catalog and lot number for the device was not provided, therefore the device noted (unkenterpriseenf) represents an enterprise vrd that the catalog number begins with enf. The product remains implanted, and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that there was a procedural complication and subsequent death with the patient after implanting an enterprise (cat/lot unk). The complication may have been the result of a formation of thrombus. Additional information has been requested. The product was not returned for analysis, and no lot number was provided to performed a DHR review. Although no definitive conclusion can be made, based on the available information, the event might be related to the patient procedural outcome and subsequent death. Therefore, no corrective actions will be taken at this time.